Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the left eye on one of the surgeon side consoles (ssc) was out. The other ssc reportedly had no issues. There were no related errors in the system logs. Intuitive surgical, inc. (Isi) tech support engineer (tse) suggested a hard power cycle of ssc 1. The surgeon proceeded with ssc 2. There were no reports of patient injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive field service engineer (fse) replaced the high-resolution stereo viewer (hrsv), the ssc right armrest, the ssc emergency stop switch, and ssc power switch to resolve the issue. The ssc right armrest, the ssc emergency stop switch, and ssc power switch are field scrap items and will not return to isi for the failure analysis. Isi has received the hrsv for evaluation. Visual inspection found the unit to be in a good condition. The unit was installed into the test system and the left eye was confirmed to be blacked out. Error log confirmed error 119 for low current.